Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via that the insulin pump had open book error image. Customer¿s blood glucose level was unknown. Customer reported that they received open book error image on the insulin pump¿s screen and before they received insulin pump error but did navigate through it. Customer reported that the insulin pump had broken at the belt clip. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.